Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead still exhibiting noise. The suggested recommendations of technical services had not been made. No additional information was available. No patient symptoms were reported.